Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited < 3 months longevity. However, the day prior to planned procedure, the battery was reading normal longevity. As a result, the device remained implanted.

Manufacturer narrative:
(B)(4).